Event description:
The reporter contacted animas on (B)(6) 2012 stating that after the patient attempted to change the pump settings the ok keypad button became unresponsive. It was reported that a tear was present near the ok keypad button. The pump was reportedly not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with the keypad torn at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok and down arrow button were intermittently unresponsive. The up arrow and contrast buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the up arrow button contact was inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.